Event description:
This problem was noted with two syringes of healon gv. Leakage of syringe contents was noted at the location where the plunger enters the barrel of the syringe. Not sure to report as a medication or device but it was the syringe (device) that malfunctioned.